Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800210 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a clinical trial of ae05ml the clip misloaded on first clip when advancing through the trocar. No sound observed of clip loading into applier. Subsequent clips would not load properly.